Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked down to the case seal on the side. The returned battery cap threads were stripped. The returned battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was used to maintain an electrical connection. No visible moisture was found. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. No further power interruptions occurred. The pump cover was removed to find no moisture corrosion or intermittent conditions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. The battery compartment had stripped threads and the battery cap was not able to tighten securely to the pump. There was visible moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.